Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 417 md/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer had experienced symptom related with high blood glucose level. It was unknown that auto mode feature was active at the time of incident. Customer stated that insulin pump had receive calibration required notice. Customer did not know how to calibrate. The insulin pump will not be returned for analysis.